Manufacturer narrative:
Vyaire medical file indentification: (B)(4). H1: 81-other- currently, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined. No patient involvement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : currently, the device has not returned for evaluation.

Event description:
It was reported to vyaire medical that unit is showing tf 401-(inspiration valve of device leaky) and tf316 (blower failure).

Manufacturer narrative:
Vyaire medical's technical support team was able to confirm the customer's reported issue by utilizing the log file analysis tool. The customer confirmed they have cross checked with another inspiration block and problem is resolved. Technical support sent a request to customer service team to ship a inspiration block under warranty to the customer.